Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative (rep) reported that they turned their device on to go to sleep and it felt like the device was intensely shocking their left side. No patient factors were known at the time to have led or contributed to the issue. The rep had the patient read settings off programmer to understand what was going on. At the time of the incident, they had half a full battery. The device had been switched off for the time being and they may turn on again but was scared it would shock them again. It was reported that the issue did not resolve at the time of the report. The patient was attempting to use a new low dose spinal cord stimulator program that was set up that day in the office to treat their phantom limb pain in the left leg. The program was mapped and set up in the office with very mild paresthesia at 5.5 volts. There was a report that the patient was concerned and scared but values the therapy greatly and would like to resume normal use. No surgical intervention occurred and no surgical intervention was planned. Relevant medical history includes non-malignant pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was asked to turn off their device on (B)(6) 2017 so they could record the settings at the time of the incident. The patient was to schedule an appointment with the manufacturer representative to get the device interrogated. The cause of the intense shocking was unknown and the issue hadn¿t been resolved. No further complications were reported or anticipated.